Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). No sample was returned by the customer for evaluation. Additional information: the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. This issue is being investigated through CAPA.

Event description:
The customer reported to baxter (B)(4) one (1) empty intravia container in which a filament was detected in the bag on an before patient use. Reporter stated that a similar event was reported one year ago. No patient involvement, injury or adverse event is reported.